Event description:
Account alleged the siderail is broken.

Manufacturer narrative:
Technician found the patient right head center arm assembly was broken and the siderail wouldn't latch. He replaced the center arm assembly. No injury reported.